Event description:
Customer reported wound burns and corneal edema affecting multiple patients while using the veritas system. No further information was provided. Note: this is report 3 of 4.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided. Section b3 date of event: unknown. Section d4: lot#: unknown/not provided. Section d4: model # unknown/not provided. Section d4: catalog # unknown/not provided. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d4: UDI #: unknown as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as the phaco tubing is not an implantable device. Section d6b: if explanted, give date: not applicable, as the phaco tubing is not an implantable device. Section h3: the phaco tubing was not evaluated; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.